Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing pain at the chest area. It was also mentioned that patient was having lack of pain relief. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the chest pain had nothing to do with the stimulator. The patient had multiple stents and other issues. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the chest area. It was also mentioned that patient was having lack of pain relief. The patient will undergo an explant procedure.